Event description:
Boston scientific crm received information that this dextrus rv lead was suspected of perforation. In a revision procedure, the lead was removed from service and successfully replaced. No adverse patient effects were reported.